Event description:
It was reported by the patient that following a sparc sling implantation she is experiencing pain and bleeding and the sling is eroding into her bladder. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted in 2003.